Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a gallium scan revealed a possible abscess around the outflow graft. The infection appeared to be mrsa bacteremia. IV antibiotics were administered. The bacteriemia resolved, but the abscess is still present. On (B)(6) 2016, it was reported that since the bacteremia resolved, the hospital elected only to monitor the patient and no further intervention would be performed. The patient is currently stable. No further information was provided.